Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested.

Event description:
A surgeon reported having a patient with decreased visual acuity following bilateral intraocular lens (iol) implant surgery. The surgeon also reported that the patient experienced blurred vision and photophobia. Also, there was a membrane-like fibrin noted on the surface of the iol about ten days after implantation; this resolved with medications. There are two medical device reports for associated with these events. This report is for the right eye.